Event description:
General report received of an unspecified number of undocumented incidents of device breakage; subsequently leaks were noted. The tubing sets were being used to deliver unspecified medications. After unspecified lengths of time, the customer contact reported that solutions leaked from the tubing of the clave secondary port on the cassette of the tubing set. It was reported that the tubing sets have been breaking below the clave secondary ports on the cassettes of the primary tubing sets. No specific details were provided. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device is expected to be returned for evaluation. It has not yet been received. The lot number of the device that was in use is unknown. The customer contact identified one possible lot numbers (plots). The possible lot number is 370585h. This represents all the information known by the reporter upon query by hospira personnel.